Event description:
Reportedly, a pacemaker system was implanted on (B)(6) 2018 with ventricular lead petite 52 erb s/n (B)(4) during a follow-up on (B)(6) 2022 noise oversensing which result in a ventricular pause of 2200 ms and low ventricular lead impedance of < 200 ohms was observed. Lead re-intervention to replace the ventricular lead was performed on (B)(6) 2022. The lead was capped and abandoned in patient body.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.